Manufacturer narrative:
The instrument was returned for evaluation. The fracture is clean and shows no signs of propagation from a previous smaller fracture along the fracture line. Hardness of the instrument is within drawing tolerance. The conclusion is therefore, that it cannot be determined why the part failed, and appears where possible to conform to drawing. There are some small bruises at the screw end of the frame possibly indicating that some force was used in an inappropriate direction, or that the instrument had been dropped, but this cannot be proved or disproved. There are no other complaints for this instrument breaking on file.

Event description:
During a knee procedure on an unknown date, the end of the oxford tibial introducer broke off and remains in the patient. This was discovered during post-op radiograph. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.